Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has no power. It is unknown if the device was in use on a patient at the time of the reported event. There was no patient or user harm reported. Per diagnostic performed by a service engineer, the device does not power up with the ac power, and it was found that the power supply module is defective. The investigation is ongoing.

Manufacturer narrative:
A philips service engineer (se) reported that the power supply was replaced to resolve the issue. The device passed the performance verification and safety test. The system meets the specification for the performed service and is returned to use.